Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation and the information provided it is likely due to some kind of degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the uretero-reno fiberscope had the bending rubber bonding section missing. There were no reports of patient involvement.